Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No failed battery alarm noted. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had failed battery test it was cleared and explained alarm customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.